Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Same case as: 6000089-2006-01152. It was reported that during a coronary stenting drug eluting treatment procedue, withdrawal difficulty occurred. The patient presented in the ER with an acute myocardial infarction. The physician predilated with an unk size balloon. The long lesion being treated was located in the tortuous left anterior descending (lad) artery. Post deployment the 3.00x24mm taxus express2 drug eluting stent was sticky and resistant. The 2nd stent was a 2.5x24mm taxus express2 drug eluting stent was also stuck and had to be deep seated several times. It took about 1 minute to pull out. The physician reported a possible dissection had occurred. The physician did use ivus, but was unable to see if it had in fact dissected. He then placed a cypher stent and postdilated the lesion. No patient complications were reported. Patient status reported as "ok."